Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Device data was sent to engineering for review. Data analysis confirmed that the low voltage fault is valid and that the battery voltage recently began dropping in an irregular fashion. This could possibly be related to an internal electrical short of the battery. Device replacement was suggested. To date, this device remains in service. No adverse patient effects were reported. Additional information received indicates that the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. The cause not established conclusion code was selected based on the observation of a failure mode (defect, malfunction or abnormal damage). However, probable cause could not be determined because no malfunction was discovered in the hybrid or the battery.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Device data was sent to engineering for review. Data analysis confirmed that the low voltage fault is valid and that the battery voltage recently began dropping in an irregular fashion. This could possibly be related to an internal electrical short of the battery. Device replacement was suggested. To date, this device remains in service. No adverse patient effects were reported. Additional information received indicates that the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Device data was sent to engineering for review. Data analysis confirmed that the low voltage fault is valid and that the battery voltage recently began dropping in an irregular fashion. This could possibly be related to an internal electrical short of the battery. Device replacement was suggested. To date, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.